Event description:
During attempt to pre-close the rfa (right femoral artery) with a perclose device, the perclose became stuck in the rfa. Both interventional cardiologist and CT (cardiothoracic) surgeon were unable to retrieve the device from the femoral artery and we called vascular surgeon on call to cut down the artery to retrieve the device.